Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and pump was identified as part of a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged pump replacement and completed field correction acknowledgment form on behalf of customer, while customer declined an out-of-warranty loaner pump.